Event description:
Patient foley catheter drainage system utilizing the newly implemented buretrol appeared to be dysfunctional and was swapped out with the bag system around 1800 on [redacted date]. Patient had a foley catheter inserted [date redacted] for urinary retention. The drainage system used was the new buretrol product we recently implemented. [Date redacted] - the previous day, night shift charted only 60ml of urine output (1.44 ml/kg/12hr). During my shift, I was also initially getting low urine output. When I attempted to lift the drainage line, the urine did not advance into the buretrol at all. The air pop-off cap was open and appeared functional, nothing else was clamped or appeared dysfunctional. After some manipulation of the buretrol (applying light suction), connecting a syringe to the y-port of the drainage tubing near the patient, crediting the bladder (felt full to the touch) I was able to extract 115 ml of urine from the patient. It appears there was some form of air/pressure competition preventing the urine from freely entering the buretrol. The fact that I was able to manually remove 100+ ml of urine from the patient (after removing the drainage system from the equation) tells me that there was some sort of functionality issue. Product information: neomed urinary collection kit, ref 120001960, lot 3596-600, exp 11-01-2026.